Manufacturer narrative:
This complaint was received via user report and has been reported to danish medicines agency. The reported product is not expected to be returned as reporter indicated the device was discarded. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a danish medicines agency user report which reported the following information: a healthcare professional reported that a customer's adc device kept giving low readings to the insulin pump. The customer noted that their usual hba1c level was 53. However in (B)(6) 2026, surprisingly they had hba1c of 74 despite having an advanced insulin pump. The glucose sensor attached to the pump estimates hba1c at 48. Due to the discrepancy, the customer validated the sensor measurement by measuring their blood sugar with a finger-prick test. The sensor consistently measured too low and therefore gives too low values to the insulin pump, so their blood sugar became too high, but the customer only discovered this when they took a blood sample. There has been no other way for the customer to identify glucose sensor errors. Adc customer service was able to reach the customer and reported that they experienced symptoms related to hyperglycemia such as dry mouth, fatigue, worsening of neuropathic pain and received unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.